Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer¿s current blood glucose level was 508 mg/dl. The customer experienced different blood glucose level of 400 mg/dl. The customer did experience any symptoms such as noxious, dizzy and very weak as a result of high blood glucose. The customer was treated with injection of insulin and anti itch medication. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. The customer stated that the infusion set had bent cannula. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.